Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The unit was also received with a minor scratched display window, cracked reservoir tube lip, and cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was trying to use the quick bolus feature. The customer's blood glucose was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.